Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2013, a screw was too loose and not fixed during the operation. In addition, it was reported that a diseased part was fixed with a 6mm screw instead of a 4mm screw. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates an intact screw was received. Based on the fact that we did not receive any lot number to this article we are not able to provide a reliable investigation.